Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was over 600 mg/dl. However, the issue did not result in a serious injury or hospitalization. The customer's mother explained that the bolus wizard was not working. The customer was advised that the insulin pump should have notified them to treat their blood glucose with a manual injection. The customer did not perform troubleshooting at the time of the call. The customer was advised that their insulin pump would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.